Event description:
Exchanged ruptured right breast implant. When surgeon explanted implant, he noticed that the posterior circular portion of implant had separated from outer capsule surface. He as able to lift the circular portion exposing inner gel component. No gel appeared to have leaked out.